Manufacturer narrative:
Exact date unknown, event occurred a year ago from the date the manufacturer was made aware.

Event description:
It was reported that the patients ipg would not take a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded.